Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded at the facility, without the product to examine an analysis could not be performed and a determination of a cause for the reported event could not be made. A cuff-miss can be influenced by many factors, including, but not limited to: manufacturing, failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, deployment in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploying or removing the plunger and / or inadequate positioning of the foot against the arterial wall. Whether these conditions played a role in the experienced event cannot be verified. To help ensure this type of experience is not a result of a potential product related deficiency, the needle trajectory of every device is checked twice during manufacture of the device. In addition, a sampling of finished devices is also tested to verify the functionality of the device. A review of the device history record did not reveal any relevant non-conforming material records (ncmrs) associated to this lot. Based on the information available, the manufacturing inspection criteria and the review of the lot history record there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that arteriotomy closure of a non-calcified right common femoral artery (rcfa) was attempted using a proglide device after an interventional procedure. Reportedly, when the physician retracted the plunger from the device body no suture was present. The device was removed from the patient's anatomy and another proglide was used successfully achieving hemostasis. The patient did not experience any adverse effect. A 6fr sheath was used during vessel closure. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.